Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
During a pediatric retrospective cohort study comparing antibiotic impregnated and traditional catheters, twenty-one turbo-flo silicone single-lumen catheters were placed into pediatric patients with an increased risk of venous catheter related infections. At an unknown time during the study, it was discovered that three patients had developed catheter related infections. These infections were later classified as klebsiella pneumoniae, pseudomonas aeruginosa and enterobacter cloacae.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. Precautions noted in the instructions for use (IFU) explain that the product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry or seldinger technique. A review of the device history record could not be performed as the lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be determined. Only three out of twenty-one placed devices of the same type developed the infection prior to removal, which suggests that it was not a device manufacturing issue. Infection is also a known inherent risk with the product. The most probable cause of this failure was due to unknown effects from patient anatomy. It is possible that the progression of a disease or infection occurred, which was unrelated to the device itself. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.